Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has polly neuropathy. It was reported that the surgeon told the patient to call and see if they could get their stimulation turned on earlier than (B)(6) 2019 when they were scheduled to. It was reported that the patient was having complications of neuropathy on their belly and it was very painful. The patient stated that they experienced it in the recovery room right after surgery. The patient stated that there was swelling over their abdomen on the right side laterally to their navel. The patient stated that the pain was like shingles. They reported that if sheets or clothing touched them it agitated it. It was indicated that the patient was kept in the hospital two days following their implant surgery and they did an ultrasound. The patient stated that they called today and left a message with two manufacturer representatives (reps), but they hadn¿t heard back from them yet. Patient services sent a message out to the reps as well in request to get in contact with the patient. It was reported that the patient¿s pain on their right-side belly was considered to be sudden and occurred since implant ((B)(6) 2019) and the swelling began on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the CT scan from the ER department found no acute findings. Actions taken to resole the swelling in the patient¿s abdomen, the neuropathy in their belly and it being easily agitated, was the patient sought medical attention at the ER (emergency room) department. The patient¿s last office visit was on (B)(6) 2019 and they've had no further appointments. The patient weighed around 235 pounds at the time of the event. No further complications were reported/anticipated.